Manufacturer narrative:
The reported complaint of a catheter leak was not confirmed during the visual inspection and functional testing of the returned solex 7 catheter (lot # 172888). No device malfunction was observed during the testing and the catheter functioned as intended. A visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the serpentine balloons and in luered tubings. Functional testing of the returned catheter was performed. All lumens are flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No crosstalk was observed. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. The catheter underwent additional functional testing using the known-good suk and the thermogard console in the max warming mode with a target temperature of 37°c for 60 minutes, then the max cooling mode with a target temperature of 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No leak was observed on the catheter. The catheter was performed as intended.

Event description:
During ivtm therapy for hypothermia after cardiac arrest a solex 7 catheter (lot #172888) was placed into the right subclavian vein, and the catheter insertion was smooth. The patient temperature at the start of ivtm therapy was 35.4°c, and the target temperature was set to 37.8°c. The dwell time of the catheter was 6 days. During the fever mode, when the patient's temperature was 36.8°c, the saline bag was noted empty and the thermogard console displayed a mid:09 (air trap assembly) message. No leaked fluid was observed on the patient bed, floor, and the thermogard console. A catheter leak and the infusion of the 200ml of saline fluid were suspected. The patient has already completed the rewarmed phase and the physician decided to stop treatment and the solex catheter was removed. Per the reporter, the mid:09 error was cleared, and the thermogard console was placed back for clinical use. The patient is well, and still in ICU. No consequences or impact to the patient.